Event description:
It was reported the patient still experienced an intermittent loss of stimulation even after his ipg was explanted and replaced to address the issue (reference MFR report number: 1627487-2013-00457). The patient reported he randomly loses the perception of stimulation. He stated the stimulation never feels like it is getting stronger, only weaker. In addition, it was reported the issue did not appear to be related to positional changes. The patient¿s programmer appeared to be functioning correctly and diagnostic testing revealed normal impedance readings. The patient was reprogrammed and it was reported he will try the new settings and monitor the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.